Manufacturer narrative:
(B)(4). The aware date listed in the initial MDR as (B)(4) 2011 was incorrect. The correct aware date is (B)(4) 2011.

Manufacturer narrative:
(B)(4). An expanded investigation was conducted to evaluate this issue. A product correction letter and customer reply form will be sent to all active cell-dyn system customers who received the affected part numbers. The product correction letter will instruct customers to return the customer reply form to abbott acknowledging the receipt and understanding the issue or request assistance. The non-conforming parts will be replaced in the field through a four-month

Event description:
The customer's cell-dyn shear valve drive assembly was replaced per (B)(4). No impact to patient results, patient management or user safety was reported.